Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician, the patient reported a fever on (B)(6) 2011, as well as pain and discomfort. The device was removed on (B)(6) 2011. All other information is unknown and unavailable.